Manufacturer narrative:
Unit was received with normal operating currents. Also passed self-test, rewind test, basic occlusion test, prime/compromised force sensor system test and displacement test. No unexpected failed batt test alarm noted. However, unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test due to motor error alarm. Motor passed motor test. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had motor error and failed battery test. Customer reported drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.